Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to reported as high during the most recent occlusion. As the occlusions had occurred in the past and the supplies have been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.